Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device have been unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted two (2) days, was explanted due to unknown reasons. The explanted device was replaced with another 25mm same model valve. The explanted device was discarded. There were no reported complications.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information revealed that device was explanted due to abscess secondary to recurring endocarditis. The explanted device was explanted and replaced with same model valve, size. The explanted device was discarded by site. The patient initially had his native bicuspid valve replaced two days prior due to endocarditis. At that time the patient was septic with severe coagulopathy, hypotension and renal failure. The patients recovery was uneventful with normalization of his blood pressure and renal status. However, echo revealed a 3+ aortic valve insufficiency in the area of the previously plicated abscess where there was very friable tissue. The area was once again plicated with use of bovine pericardial tissue and the new valve was implanted. There was a small regurgitant jet whose location could not be ascertained. The patients hemodynamics were all normal. The patient required atrial and ventricular pacing due to a third degree heart block. The patient was noted in stable condition. The patient was transferred to a care facility 12 days after second valve replacement with stable vital signs. On pod 16 the patient was found to have pulseless electrical activity. At the time the patient was intubated and the patient's pulse returned. An echo performed at that point "revealed no cardiac tamponade and a grossly normal appearing aortic valve prosthesis and an adequate ejection fraction." An eeg done at that point showed no cortical activity and the patient was pronounced dead.